Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183398 UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold and oversensing was noted. No intervention was reported. The patient condition was unknown.